Manufacturer narrative:
The event reported is an anticipated in the risk m anagement documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device , engineering was unable to perform any visual inspection, functional testing, or dimensional analysis . Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints of sheath distal tip torn and difficulty advancing delivery system through sheath were empirically confirmed, based on the provided information. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment (pra) and/or by manufacturing process variation. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. A CAPA has been initiated for further investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a 23mm sapien 3 ultra valve, in the aortic position by right transfemoral approach. During the procedure, resistance was noted when the delivery system with valve reached the tip of the esheath+. The system was able to exit the sheath tip and the valve was implanted. At the end of the procedure, when the devices were removed, it was observed that the distal tip of the esheath+ was torn. The patient did not experience any injury due to this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.